Event description:
The customer reported that a cube bedside monitor shut down while in use. A spacelabs healthcare field service engineer (fse) went on site to attempt to reload the software of the device, however the device would not accept the software reload. The fse opened a RMA to ship the unit in for further evaluation. At this time the unit has not been received. A follow up report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The device was received by spacelabs healthcare equipment service center. The technian identified the unit had a faulty cpu pcba. The device was repaired, passed all final functional testing, and was returned ot the customer. The following corrections were also made to the previous MDR. D4 - added complete UDI and h4 - added missing manufacture date.